Manufacturer narrative:
Updated evaluation codes and initial reporter information. Upon investigation it was found no alleged mom complications.

Event description:
Allegedly, pain slightly elevated metal ion levels, (B)(6) removed the neck, head and dual mobility liner. He replaced the vv8 neck, biolox 28mm head with a short ti straight neck and biolox 28mm long.